Event description:
Reporter indicated that patient had multiple seizures post-implant and had to be admitted to the hospital. Good faith attempts to obtain further info, including the patient's pre-vns baseline seizure rate, are currently being made.